Manufacturer narrative:
Correction: it was determined that it is very unlikely for the trial procedure to contribute to the issue of a stroke. There is no indication the device caused or contributed to the issue as data indicates blood flow improves with scs/drg therapy; therefore, this event is no longer considered reportable.

Event description:
It was determined that it is very unlikely for the trial procedure to contribute to the issue of a stroke. There is no indication the device caused or contributed to the issue as data indicates blood flow improves with scs/drg therapy; therefore, this event is no longer considered reportable.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05827. It was reported that the patient was hospitalized due to a stroke. As a result, the physician traveled to the hospital and explanted the patient's leads.